Event description:
Spacelabs received a report that a telemetry patient did not show a waveform and a fixed heart rate was displayed at the central.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this report and will file a follow up report when our evaluation is concluded. Placeholder.

Manufacturer narrative:
This event was documented in the patient retrospective database provided by the customer. The involved devices were removed from service and evaluated by the facility biomed. The receiver module returned to normal operation when reset. The facility biomed confirmed the involved devices worked to specifications. The devices were shipped to spacelabs (B)(4) for further investigation. Spacelabs performed a root cause assessment. Additional functional tests were also performed. The reported problem was not reproducible; therefore, no root cause was determined. In summary, we were unable to replicate the issue and cannot conclusively determine root cause of the reported failure. We are closing the investigation into this particular incident. We will continue to monitor for similar reported issues and reopen this incident's complaint investigation if appropriate.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 90347-05, telemetry receiver module model 90478, and central monitor model 91387-38 experienced an ECG trace drop from the central monitor from approximately 9:00 a.m. To 7:30 p.m. On (B)(6) 2013. The digital heart rate display remained fixed throughout this time even when the battery was removed from the transmitter. No one was injured as a result of this event.